Event description:
It was reported that a revision surgery was performed due to patient unstable sensation. After a review, surgeon had the feeling that the post of the ps knee was not present anymore. During the surgery, the surgeon found out that the post was broken. Only insert was exchanged.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to patient unstable sensation. After a review, surgeon had the feeling that the post of the ps knee was not present anymore. During the surgery, the surgeon found out that the post was broken. Only the insert was exchanged. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes of implant fracture could include but not limited to trauma injury, size of device or overuse. Without the return of the actual product involved and no patient medical history, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.